Manufacturer narrative:
Date of event - asked but unknown.

Event description:
It is reported that the thrombus was noted on the tip of pro-flo diagnostic catheters during a procedure. The catheters were flushed with heparinized saline prior to use, and there were no issues noted prior to use. Conformability and orientation problems to the coronary were noted. When the catheter was withdraw, tip thrombus was present at the beginning of the coronary artery. No intervention was required to treat the thrombus. The case was completed without further complications.

Manufacturer narrative:
A photo of the thrombus was provided by the customer and a review of the case and image was conducted by chief medical officer. He concluded that it is possible the patient was hypercoaguable. A root cause for the thrombus could not be determined.